Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device could not confirm the stated failure mode. The device did have numerous scratches, nicks and gouges from repeated use. The device was manufactured in 2004 and exhibits signs of extensive wear/usage. A review of complaint history did not reveal additional complaints for the listed batch. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during trialing the device snapped. No delay or injury reported. A back up device was available. Device quantity unspecified.